Event description:
It was reported that during implant procedure the right ventricular (rv) lead exhibited high thresholds, the position was changed several times, but thresholds were still not ideal, and impedance was high. The lead was removed, and it was found that the helix was difficult to retract. Another rv lead was placed successfully. When placing the right atrial (ra) lead there were placement difficulties, and it was found that there were no sensing and high thresholds. The lead was not implanted, and patient was implanted with a single-chamber pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.